Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the length was checked and the fast fix was fitted according to the specialist's instructions. The slotted cannula was placed and the first peek was passed without problem, it was located again in order to place the second peek, but even when the deployment slider was ran on four occasions, it did not lower, due to the device that pushes the peek, did not go back up after placing the first one. The entire implant was removed from the patient. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle or were returned for examination. The needle is dramatically bent on two planes. The actuator is lodged at the distal end of the needle. Functional assessment is prohibitive due to the needles condition. No root cause related to the manufacturing process can be established.